Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl) after changing infusion site. Customer administered a manual injection and pump bolus to stabilize bg levels. System check with tandem technical support indicated pump was performing as intended; however, customer reports that cartridge uses humalog and is changed every 3-4 days. Customer was reminded that humalog use is indicated for up to 48 hours. Recommendation was made to consult with health care provider to discuss infusion set options and diabetes management.